Event description:
A consumer called to report a child was burned by a steam inhaler. The incident occurred when the child was holding the unit by the top and the bottom detached causing water to spill. The water caused burns to the child's lap. The pt did require medical attention. The instructions for proper use state to never hold the unit while in operation and the unit should not be operated by children. The steam inhaler is only to be used on a flat level surface.